Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that the fiber optic connector was broken. The stm replaced the connector and reloaded the system software. The iabp passed all calibration, functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the fiber optic connector of the cardiosave intra-aortic balloon pump was damaged. No patient injury or adverse event was reported.